Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency after receiving multiple shocks. It was noted that noise and high impedance were observed on the right atrial, right ventricular and left ventricular leads. A high defibrillation impedance was also observed. The implantable cardioverter defibrillator was programmed off. The patient was scheduled for a surgery and the entire system was explanted and replaced. The patient was stable before, during and after the procedure.